Event description:
Additional information was received on 11apr2019. It was reported the device was in place for two weeks before separation occurred.

Manufacturer narrative:
Additional information: the additional information was provided by the territory manager on 11apr2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D10 ¿ product received on: 16may2019. Investigation ¿ evaluation. A review of the complaint history, device history record, and documentation of the device, as well as a visual inspection of unused product, dimensional verification, and functional test, were conducted during the investigation. The complainant did not return the used device, but did return two unopened devices from the same lot. No visible damage was noted on these devices. Tug tests were performed on both returned devices and neither showed hub separation. Leak tests were performed on both devices and neither leaked as well. All relevant dimensions were measured to be within specification. Additionally, a document based investigation evaluation was performed. No gaps in production or processing controls were identified. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record showed no related nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. Based on the information provided, evaluation of returned product, and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown drainage procedure. As reported the hub appeared to have separated from the catheter after the procedure. There is no information available regarding how long the device was in place when the separation was noted. As reported, the drain was removed and replaced with a similar device. No other adverse effects were reported for this incident. Information regarding patient demographics were not provided.